Manufacturer narrative:
The reported sensor 0jrcmy63u and sensor applicator have been returned and investigated. A visual inspection was performed on the applicator and cap. No issues were observed. The sensor cap was retained inside the applicator cap and observed applicator had fired correctly. No physical damage was observed on the sensor patch. Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. A watermark was not observed at the base of the tail, indicating the sensor tail not being properly inserted. Therefore this issue is not confirmed to tail not properly inserted. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue as per the following rationale: the error message and event code observed are associated with a sensor related malfunction. Such errors are recorded in the receiver¿s event log when the sensor experiences a fault. The application is functioning correctly, as it is accurately displaying the error message generated by the sensor. This indicates that the app is operating as intended and is not the source of the issue. There is no malfunction with the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "left side was hurting" and hyperglycemia. The customer had contact with healthcare professional (hcp) who suggested to go the hospital and then the customer self-presented at the hospital and hospitalized. In hospital a hcp obtained a blood glucose result of 567 mg/dl and diagnosed with hyperglycemia and administered two bags of fluid and insulin (dose/type unknown) for treatment. After insulin administration hcp obtained a blood glucose of 334 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "left side was hurting" and hyperglycemia. The customer had contact with healthcare professional (hcp) who suggested to go the hospital and then the customer self-presented at the hospital and hospitalized. In hospital a hcp obtained a blood glucose result of 567 mg/dl and diagnosed with hyperglycemia and administered two bags of fluid and insulin (dose/type unknown) for treatment. After insulin administration hcp obtained a blood glucose of 334 mg/dl. There was no report of death or permanent impairment associated with this event.